Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report, on behalf of the patient, that there was intermittent audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported.